Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urinary frequency and burning sensation.

Manufacturer narrative:
It was reported that following insertion the patient experienced persistent recurrent bladder urgency and vaginal mesh erosion. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital due to vaginal mesh erosion.